Event description:
It was reported that during a coronary stenting treatment procedure, stent embolization occurred. The lesion being treated was located in the heavily calcified left circumflex (lcx), with multiple lesions with a stenosis ranging from 80% to 95%. One day prior to the procedure, the physician attempted to stent the lesion, but due to heavy calcification was only able to perform a balloon dilatation. On the day of the procedure, the physician performed rotational atherectomy of the lcx with a 1.75 non-bsc device. Subsequently, there was evidence of dissection in the proximal segment. The atherectomy extra support wire was taken out and a choice pt extra support wire was used to cross the lesions in the lcx. The physician predilated the lesion with a 3mm maverick balloon, and then deployed a 3.00x24mm taxus express2 drug eluting stent in the mid segment of the lcx after being unable to pass the distal stenosis. The physician then delivered and deployed a 3.00x12mm liberte bare metal stent distal to the taxus stent with zero residual stenosis. Next, the proximal to mid portion of the lcx was stented with a 3.00x15mm non-bsc bare metal stent. Finally, the physician attempted to deliver a 3.00x24mm liberte bare metal stent distally into the proximal lcx. The stent became lodged into a proximal curvature of the lcx. The liberte stent was put 3/4 way into the lcx and 1/4 way into the bend of the left main (lm). The physician could not advance farther using dottering technique. The liberte stent embolized off of the balloon and got stuck in the area that he wanted to stent, but was not deployed. The physician went in with a 1.0x20mm maverick balloon and deployed the stent, and then used a 2.0mm maverick balloon to deploy further. The physician then used a 3.0mm maverick balloon and deployed to optimal expansion giving the desired result. There were no further complications and the procedure was completed. The pt condition is listed as okay.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.